Manufacturer narrative:
Deroyal industries requested return of the product, but it was not available for return. Deroyal industries reviewed work orders and corrective actions and preventive actions (capas) and did not find any discrepancies. A complaint to sales ratio and found that it was 0.00005 or 0.005%. The supplier corrective action request (scar) was returned from modern medical equipment. Root cause: after investigation, modern medical equipment stated that the single electrode does not cause liquid inflow and therefore would not cause fluid to flow into the pen. Because the device could not be returned and there was limited information provided about the surgery, the root cause was unable to be determined. Corrective or preventative actions: because no root cause could be established, no corrective or preventative actions were taken. Deroyal will continue to monitor for trends around the issue and item. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if more information becomes available.

Event description:
A new customer complain about our electrode. We went to speak with the surgeon and he told us when the blood enters through the hole where the electrode is inserted in the handle and when the blood or liquid comes out again it burns the patient.

Manufacturer narrative:
A user facility reported, " a new customer complain about our electrode. We went to speak with the surgeon and he told us when the blood enters through the hole where the electrode is inserted in the handle and when the blood or liquid comes out again it burns the patient." Deroyal industries requested return of the product, but it was not available for return. A supplier corrective action request (scar) will be issued to the electrode supplier modern medical equipment. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more information is available.